Event description:
A canadian customer performed a control test using her contour meter and rec'd a result of 14.6 mmol/l (263 mg/dl). A normal control range was not provided, but should be around 100-138 mg/dl. No adverse events were alleged. The test strips and meter are to be returned for eval. Replacement prods were sent to the customer.